Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device provided a low reading. The troubleshooting steps taken was to swap sensors and also cable. There was no patient injury reported.